Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was unexplained heart attacked and complications of diabetes. The caller stated that the customer had trouble with diabetes, on and off, for four to five months; the customer was in and out of hospital. The caller stated that they were unsure, but, they believe that the customer's blood glucose, at the time of death, was above 1200 mg/dl. The caller stated that the customer was wearing the insulin pump at the time of death but it was empty. The customer was using sensors but the caller did not know whether a sensor was worn at the time of death or not. The caller declined returning the insulin pump for analysis. The caller did not have the insulin pump at the time of the phone call; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.